Event description:
During ureteral stone removal surgery, the surgeon noticed that a small, silvery object fell out to the flexible ureteroscope. The metal piece was retrieved with no pt problems being reported.